Event description:
Customer states erratic pt results were obtained for various analytes on the synchron lx20 system. Customer noted system problem and discontinued testing. Mfrs field service engineer investigated the issue and determined that a fluid connector to the a 3-way syringe shear valve had become loose. The loose connector allowed "di" water to contaminate specimens and produce erratic results.